Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the stylet insertion test was passed; no anomalies found. (B)(4).

Event description:
It was reported that the lead was attempted but not implanted due to unknown reasons. It was suspected that during the implant procedure the stylet would not go into the lead¿s inner lumen but no additional information was available. The lead was successfully replaced. No patient complications have been reported as a result of this event.